Event description:
It was reported that the patient passed away on (B)(6) 2023 and the cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired, and the cause of death was unknown. The customer communicated that no additional information would be provided. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for vad-56470 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.